Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test and a21 error test due to motor error alarms. However, the insulin pump had normal operating currents and passed the self-test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was replaced due to a motor error alarm. Customer's blood glucose wasn't provided. It is unknown if troubleshooting was performed or if the device was able to properly rewind. The customer is returning the device for analysis.